Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient fixture test platform (pftp) where carriage friction low was found to be failing on degree-of-freedom (dof) 7. Once testing was completed, axes controller core platform (accp) printed circuit assembly (pca), carriage gearbox assembly, and the carriage instrument sterile adapter (isa) part were verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted repeating faults on the universal surgical manipulator 4 (usm4). The technical service engineer confirmed a reoccurring motor fault on the usm4 and informed the customer that the field service engineer would follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. .